Event description:
I had the essure implants placed on (B)(6) 2011. Since the procedure I have had severe abdominal and back pain. I have had recurring bladder and urinary tract infections that have not gone away with antibiotics. I have been to several doctors because the ob/gyn that placed the coils says that he will not remove them and the pain that I'm having can't possibly be from the essure implants. I decided to get a 2nd and 3rd opinion. Today I found out that one of the coils was in my uterus and no longer in my fallopian tube where it belongs. I feel that no woman should have to deal with the complications that so many women report. The essure should be recalled and taken off the market as an alternative form of a tubal ligation. There have been more bad reports than good when it comes to the essure and doctors are denying that the complications can be from the essure. How does that make sense? All the problems I have had were after I had these coils put in and the pain has been constant! I hope that I can find someone who can help me because I feel that I have been pushed from one doctor to another.